Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance measurements greater than 3000 ohms on the right ventricular pacing lead. However, normal impedances were observed when the lead was connected to the pacing system analyzer (psa). This observation was made during the implant procedure. A guidant technical services (ts) consultant discussed troubleshooting options, including connecting this lead to a different port on the device. Due to difficulties observed with the patient's status, the physician elected to remove and replace this device with a different ICD. No additional complications were reported.